Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator could not acquire v2 and v6 during 12-lead ECG. There was no negative patient impact.

Manufacturer narrative:
(B)(4).